Event description:
On (B)(6), 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. Due to the fact that the treatment length was short, a contralateral leg component (plc201000) was implanted in the right leg approximately 1 cm above flow divider. Another contralateral leg component (plc141400) was implanted in left leg (in the ipsilateral leg) at the same level. The final angiography imaging confirmed adequate blood flow into the bilateral legs. The patient tolerated the procedure. On (B)(6) 2019, angiography showed the position of the plc201000 was more proximal than the plc141400. It was observed that the proximal end of the ipsilateral leg portion of the trunk-ipsilateral leg component was compressed by the plc201000 and the ipsilateral leg portion was occluded. Thrombolytic therapy and a thrombectomy was performed to repair the occlusion. Gore® viabahn® vbx balloon expandable endoprostheses were implanted the right and left leg to repair the compression. The patient tolerated the procedure. It was suspected that the plc141400 was not implanted at the same level as the plc201000.